Event description:
The customer reported a falsely elevated architect I tsh result for a 77-year-old male patient diagnosed with hypothyroidism since 1992. The results provided were: on (B)(6) 2025, sid (B)(6) = 16.39 miu/l previous history: on architect (B)(6) on (B)(6) 2025, sid (B)(6), initial=15.0 miu/l. Laboratory reference range for tsh= 0.335 to 4.0 miu/l. The patient was on a levothyroxine dose of 175 mcg, which was increased to 200 mcg due to persistently rising tsh levels. Despite the elevated tsh and t4 results, the patient reported symptoms consistent with hyperthyroidism. He was referred to an endocrinologist for further evaluation. An MRI of the pituitary was performed and found to be normal. The patient was drawn at (B)(6) for tsh testing. Pre-hama tsh = 0.03 miu/l / post-hama tsh = 0.05 miu/l. No further impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and return specimen analysis of architect tsh reagent lot 67213ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67213ud00. Historical performance of the architect tsh reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Therefore, no unusual reagent lot performance was identified. Return specimen (B)(6) analysis, showing falsely elevated results for a single patient. Validity criteria were met both the dilution and the hbt tube mitigate the elevated result value for the sample. This is consistent with the presence of a n interfering substance (heterophilic antibody) in the sample. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays, the architect tsh is formulated with heterophilic blockers in the microparticle bottle. This sample exceeds the blocking ability that exists in the current assay. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh reagent lot 67213ud00.

Event description:
The customer reported a falsely elevated architect I tsh result for a 77-year-old male patient diagnosed with hypothyroidism since 1992. The results provided were: on (B)(6) 2025, sid (B)(6) = 16.39 miu/l. Previous history: on architect (B)(6) on (B)(6) 2025 sid (B)(6) initial=15.0 miu/l. Laboratory reference range for tsh= 0.335 to 4.0 miu/l the patient was on a levothyroxine dose of 175 mcg, which was increased to 200 mcg due to persistently rising tsh levels. Despite the elevated tsh and t4 results, the patient reported symptoms consistent with hyperthyroidism. He was referred to an endocrinologist for further evaluation. An MRI of the pituitary was performed and found to be normal. The patient was drawn at quest laboratory for tsh testing. Pre-hama tsh = 0.03 miu/l / post-hama tsh = 0.05 miu/l. No further impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.